Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events of kinked cannula with three infusion sets. Symptoms were noticed within 3 hours of insertion in the abdomen. Patient confirmed to rotate the site regularly. Patient's blood glucose level at the time of event was reported to be high therefore, patient took a correction bolus via pump. Patient also replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 3.